Event description:
Locatable guide stopped being sensed during registration. No combination of new lg's, replacement cables or pt sensors resolved the problem. There was no injury to the pt, however, the case had to be cancelled and rescheduled.